Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705601 ¿ shell ¿ 63208234. 00625006530 ¿ bone screw - 63213977. Medical records were provided and reviewed by a health care professional. Review of records identified that the patient had lab testing done that showed elevated cobalt levels. A revision surgery was preformed where altr was found within the joint. Corrosion was found on the trunnion and osteolysis around the stem. The stem and shell were well fixed. The head and liner were replaced without complications. Lab tests were conducted after the revision showing a decrease in metal ion levels. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00080, 0001822565-2021-02807. Previously reported under 0001822565-2022-00982.

Event description:
It was reported that patient developed elevated metal ions and underwent a left hip revision approximately 3 years post implantation. During the procedure, altr, trunnion corrosion and liner wear were found. The stem and cup remained well fixed. Attempts have been made and additional information on the reported event is unavailable at this time.